Event description:
It was reported that the patient underwent catheterization via right internal jugular vein with the guidance of ultrasound (mst) on (B)(6) 2020. The catheter tip was t6, with an insertion length of 15, exposure part length of 10, and the catheter was fixed with a statlock. The catheter was placed with a u shape. There was no reverse fold visually. Two chemotherapy sessions were done during the hospitalization, and catheter maintenance was performed in this hospital during the intermittent period. The patient came into facility for catheter maintenance on (B)(6) 2020. When the patient coughed, the nurse found that there was bleeding out of the catheter wall at a distance of 0.8cm. The catheter was flushed with normal saline to check carefully, and transparent exudate continued to flow out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one photograph and one segment of digital video depicting one 4fr s/l powerpicc catheter. The photograph depicted a region of catheter near the molded joint. The device was implanted and usage residues were evident throughout. A small hole was visible in the catheter wall near the molded joint. The hole occurred within a permanent circumferentially aligned kink impression. Discoloration and buckling were observed in the vicinity of the split. The video segment depicted the same region of catheter, with clear infusate leaking from the split site, between the 0cm and 1cm depth markings. The split features appeared consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually forma a crack in the catheter. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen1169 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent catheterization via right internal jugular vein with the guidance of ultrasound (mst) on (B)(6) 2020. The catheter tip was t6, with an insertion length of 15, exposure part length of 10, and the catheter was fixed with a statlock. The catheter was placed with a u shape. There was no reverse fold visually. Two chemotherapy sessions were done during the hospitalization, and catheter maintenance was performed in this hospital during the intermittent period. The patient came into facility for catheter maintenance on (B)(6) 2020. When the patient coughed, the nurse found that there was bleeding out of the catheter wall at a distance of 0.8cm. The catheter was flushed with normal saline to check carefully, and transparent exudate continued to flow out.